Event description:
It was reported that t:slim x2 pump battery would not charge and caller noted a power source alert around the time the issue began while using tandem charging cable and an uncertain wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to plug wall adapter into a known working outlet for at least 30 minutes, later reported pump charged to 100 percent, and was advised to continue normal use and call back if charging issues occurred again.